Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation. Without return of the product, it is not able to perform a complete investigation of the reported event. The complaint could not be confirmed and root cause could not be identified for the issue. Based on the available information, and the fact that no product evaluation could be performed, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this cco (continuous cardiac output) cable provided drifting values. There was no allegation of patient injury. The device was available for evaluation.